Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the alarm on the patient's infusion device would not shut off. The patient changed the battery in the device and it then displayed e8 (power interrupt) and the alarm was still going off. The patient stated that the check button was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The down button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt). Because of the permanent activated down button the other buttons do not respond to commands. The e8 error was triggered due to a power interrupt while the device was in run mode. The problem mentioned by the customer is related to mishandling of the product by the customer.